Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wasn't working. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation the battery charger's power unit was damaged, which prevented it from powering up. The root cause for the damaged power supply unit could not be positively identified. No adverse event resulted from the defective charger. The patient received a replacement battery charger.